Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that at the time of the device replacement procedure, the physician noted high right ventricular (rv) coil impedance as well as a high dispersion of abnormal impedance values. It was decided to remove and replace the lead at a later date. Following, it was reported the patient developed a pocket infection and the lead and recently implanted device were removed and replaced. No further patient complications have been reported as a result of this event.